Event description:
Device 1 of 3. Reference MFR report # 1627487-2012-12728. Reference MFR report # 1627487-2012-12763. It was reported the pt experiences persistent pain at the ipg site. The pt also experiences over-stimulation upon movement. The sjm representative reprogrammed the pt. If the pt issues are not resolved with programming the physician plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related tot he patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.